Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) noticed air in the patient line after they connected for peritoneal dialysis (pd) therapy on the homechoice (hc) device during initial drain. The hp disconnected using proper aseptic technique. The technical service representative (tsr) assisted with ending the therapy and recommended the hp start over with new supplies. There was nothing found during troubleshooting that would cause or contribute to the air. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.